Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac power module was defective. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
This report was determined to be a duplicate of manufacturer report number 1218950-2019-07937